Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to the patient). Product problem(s): "debris" (foreign material present in device), (particulates). The customer reported there was some form of debris flowing from the irrigation port into the eye during the irrigation / aspiration stage of the procedure. The surgeon reported that the material was removed during the initial procedure and the patient was not impacted by this event. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).